Event description:
The hcp reported that the patient developed redness, swelling and drainage of the incisional wound opening. The patient was treated with oral antibiotics and the device system removed. The infection is reported as resolved.